Manufacturer narrative:
(B)(4).

Event description:
It was reported the catheter was placed into the patient's left basilic vein. The catheter tip changed position during the angiogram phase on a CT that was performed on (B)(6) 2016. It was at normal position on non-contrast. The tip was not seen at the same position on arterial or pv phases. Extra luminal contrast was seen outside the right atrium on the portal venous therefore it moved on angiographic phase. The tip was projected over right brachial cephalic vein. The patient experienced chest pain post CT and contrast on (B)(6) 2016. Then with continual infusion of tpn this entered the chest where an intercostal drain needed to be inserted to drain the feed on (B)(6) 2016. This prolonged the patient's hospital stay, admission to the ICU, and the chest drain inserted.

Manufacturer narrative:
(B)(4). Device evaluation: the report that the catheter tip changed position could not be confirmed. Returned was a 2-lumen catheter marked 5fr on the juncture hub with a catheter clamp attached between the 43 and 45 cm mark on the catheter body. There were twists in the catheter body at 47 cm from the distal tip and also adjacent to the juncture hub. The catheter was tugged from either side and remained secure in the clamp. The clamp was removed from the catheter. The outside diameter (od) of the catheter body extrusion measured 0.069" using ring gauges. This met specification per the catheter graphic. The ID of the clamp could not be measured since the clamp material is pliable and it had been used on a patient. The clamp and the clamp fastener were reassembled. The largest pin gauge that would pass through the clamp assembly without resistance was 0.051". This indicates that the clamp would securely hold a catheter that has an od of 0.069". The clamp and clamp fastener were assembled onto the catheter body between the 43 and 45 cm marks. The catheter was tugged from either side and remained secure in the clamp. It was not reported by the customer whether or not the juncture hub was used as the primary suture site. The device history records for the catheter and clamp were reviewed with no findings other remarks: relevant to this complaint. A risk evaluation was completed for this complaint issue. No problem was found on the returned sample. No further action will be taken at this time.